Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic bowel resection, the instrument failed during use; something to do with the silastic pad on the inactive jaw. Another device was used to complete the case. There were no adverse consequences to the pt. Additional information was requested. The following was received: I believe it detached but was retrieved. No pt information available.